Event description:
It was stated that the customer was hospitalized for high blood glucose and the reading was 620 mg/dl. Troubleshooting was performed and the insulin pump passed the high pressure test. The prime test was declined because the father felt that the insulin pump was delivering normally. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.